Event description:
During a patient procedure, the check collimator interlock message came up and locked the collimator blades in a closed position. Fluoro was unavailable and it is unknown how or if the procedure was completed. No reported injury.

Manufacturer narrative:
Tech service determined that the collimator blades were stuck shut. It was determined that the override key would not allow system continuation of x-ray, so a field service engineer (fse) was sent on site. Fse confirmed intermittent ecal errors, and replaced the collimator per the huestis collimator service manual 710951. Fse then checked the collimator for proper operation per service checklist qssrwi4.1. Unit passed checkout procedures and was returned to the customer for full service.